Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval. However, brinelled driveshaft bearings and corroded internal components were discovered throughout the device, including the motor and bearings. The brinelled bearings and the corrosion can cause overheating.